Event description:
Additional information: the right ventricular lead and the implantable cardioverter defibrillator were both explanted and replaced. There were no patient consequences reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05036. It was reported that the patient presented for interrogation during an inpatient check. Interrogation of the implantable cardioverter defibrillator revealed a battery performance alert on the device. In addition, it revealed that the right ventricular lead was over-sensing noise which caused multiple episodes to incorrectly be recorded as ventricular fibrillation. There was no inappropriate shock delivered. Fluoroscopy was performed, which revealed an externalized conductor on the lead. The device therapy was programmed off. Explant of the system was discussed but did not occur. The patient was in stable condition.

Manufacturer narrative:
The reported field event of noise was confirmed via reviewing of the stored egms. Noise was observed, and it was consistent with a lead problem. The reported field event of a battery performance alert (bpa) was confirmed via review of device image. The alert was due to a transient drop in the battery voltage that is consistent with battery depletion associated with lithium clusters. However, since the monthly battery voltage trend and the overall expected longevity of the device was normal, premature battery depletion could not be confirmed. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by (B)(6) 2016.